Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs where image #1 displayed a needle cover separate from the grip and barrel. The needle was fully retracted within the shield (grip/barrel) and dark colored residue was observed within the needle hub. The catheter was observed in the needle cover. Dark spots were observed on the needle cover, catheter, and catheter hub. The composition and source of the dark spots could not be determined from the photograph. Image #2 displayed the needle within the shield and the dark colored residue was observed within the needle hub. The dark colored material could not be identified from the photographs. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had some red spots on it. The following was received by the initial reporter: the placement procedure was just about to begin and when the cap was removed the product was found with some red spots that look like blood.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had some red spots on it. The following was received by the initial reporter: the placement procedure was just about to begin and when the cap was removed the product was found with some red spots that look like blood.